Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The liner and its packaging were returned and from the returned product evaluation it was determined that one edge seal width of the outer cavity is not within the requirements and the inner cavity seal exhibits some translucent areas. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Upon further review, the inner cavity is not showing much translucency and it's within the requirements. The discrepancy reported by the customer was also observed on the inner cavity seal regarding the bump in tyvek, but it is not possible to identify how this discrepancy may have occurred. By visual inspection it may look like it happened when taking inner cavity out of the outer cavity. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This reported is being submitted to relay additional patient information.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon opening outer packaging of the product, the inner sterile packaging was found to be compromised. No adverse events have been reported as a result of the malfunction.